Manufacturer narrative:
(B)(4). An investigation was launched to identify potential root causes. The investigation was carried out internally by coopersurgical quality engineers. The customer did not return the complaint sample or provide the actual lot involved. Historical review of all shipments to eastern connecticut health network (account (B)(6)) shows 16 different lots of the zui 2.0 uterine injector p/n zsi1153 were shipped between 2009 and 2014. All available DHR's of the lots shipped were reviewed. DHR's were reviewed for conformance and completeness, (B)(4). No abnormalities were found as a result of the associated DHR reviews. A sample of the zui 2.0 uterine manipulator was order from inventory evaluated and it was noted that it takes significant applied force to dislodge the cervical stop from the catheter. It is possible that the cervical stop could have been predisposed to dislodging from the catheter if it were adjusted by the end user and not properly secured (not pressed on) in its intended location, if not properly does by the end user as it is a swaged clamp fit. A review of the lot DHR is not possible due to the lot number being unknown and not reported. A review of the product two year complaint history indicated that this a first time reported event of he described failure. In sep number 12 of the product dfu, directions for use states to verify that the devic is intact and no parts are missing when removing the uterine injector. No are missing when removing the uterine injector. No further actions are needed at this time. Coopersurgical will continue to monitor the complaint condition for any trends.

Event description:
"A hysterosalpingogram was performed on (B)(6) 2013 utilizing product zsi1153. The patient recently presented to eastern connecticut health network with claims that a piece of the catheter had been retained inside her for a portion of the intervening period." Echn determined that the piece in question is the cervical stop that is a component of product zsi1153.